Event description:
A discordant result for human chorionic gonadotropin (hcg) was obtained on a dimension xpand with hm instrument. The initial result was "0" (zero) and was reported to the physician. The patient was proven to be pregnant with ultrasound investigation. The physician questioned the result. The same sample received another accession number and was rerun on the same instrument. A high result was obtained which was consistent with patient history. A corrected result report was sent to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
Customer contacted the siemens technical support center (tsc). The tsc analyzed the instrument data. The tsc found that this was the only discordant result. The cause of the single discordant "0" hcg result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.